Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. The cartridge and infusion set were changed and insulin delivery was resumed. There was no reported impact to customer's blood glucose.